Event description:
We were informed on (B)(6) 2024 about an event regarding a patient with medtronic spinal cord stimulation implantable pulse generator (ipg). The patient underwent a procedure to replace the medtronic ipg with a (B)(6) ipg for an unknown reason. The surgery was performed on (B)(6) 2018. Please note this is not a device manufactured by (B)(6), and no further details were provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".